Event description:
Caller reported that the insulin pump's battery charge dropped significantly in a short period of time, but it did not result in an unexpected shutdown. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump with updated software and provided instructions for returning the problematic pump. The customer agreed to use multiple daily injections as backup therapy and understood the necessary steps for receiving and using the replacement pump.